Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, pelvic pain female, dyspareunia and abnormal uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: -complete obstruction of the fallopian tubes. The micro-insert on the left side is positioned about 3.0 cm from the level of the uterine cornual junction. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. On (B)(6) 2021: pif received. Reporter information, date of insertion added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, pelvic pain female, dyspareunia and uterine bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia and uterine haemorrhage outcome was unknown. The reporter considered dyspareunia, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete obstruction of the fallopian tubes. The micro-insert on the left side is positioned about 3.0 cm from the level of the uterine cornual junction. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.